Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She had to visit a doctor to have the remaining pieces removed.

Manufacturer narrative:
A document and records review was performed of the reported lot aa314201a. Documentation assessed includes: quality audit, production and raw materials. This assessment found no anomalies that may have attributed to the reported issue. The complaint sample was not returned therefore a product evaluation could not be performed and the cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.